Manufacturer narrative:
Per the clinic, there are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced poor performance with the device use and eight open circuit. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.